Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 200-250 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer reverted to manual injections/backup pump for insulin therapy. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.